Event description:
The user facility reported that the introducer sheath tip "split" during a diagnostic procedure and the right femoral artery was dissected. The user attempted to continue with a second introducer sheath, but the diagnostic procedure could not be completed. The pt was sent to surgery where the dissection was repaired. The pt was admitted overnight and the hematoma resolved within 24-hours. The pt was discharged to home and their condition is reported to be "fine."